Event description:
Patient revised for knee effusions, polyethylene wear noted.

Manufacturer narrative:
Examination of the submitted device confirmed anticipated wear for polyethylene knee device implanted for fourteen years. A search of the complaint database did not show any additional reports against the lot code. The investigation did not find any evidence of product failure/error. Provided information stated the polyethylene wear was minimal and the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).